Event description:
It was reported that the user experienced an occlusion with the ilet that was resolved after changing supplies, consistent with an infusion set issue and no alerts or alarms reported. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included attempts to contact the user to obtain additional details. Investigation of this case revealed an occlusion likely associated with the infusion set that resolved after a set or supply change, with no device alarms reported. It was concluded, based on established findings for similar reports, that the most probable cause was a transient infusion set occlusion related to user consumables rather than a device malfunction.